Manufacturer narrative:
Additional info: b2, b3, b5, b6, b7, d1, d2, d3, d4 (model #, catalog #), g4 (PMA / 510(k) #), (&) h6 (patient codes, device codes) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a anterior resection. During surgery the stapler failed to release the surrounding tissue and started to pull the staple line with itself, this caused seepage of stool from the staple line and posterior disruption of the anastomosis. The stapler was then released/removed, the anastomosis was rewired and closed with another stapler and passed the leak test. It was reported that after the surgery, the patient experienced hernia, (&) adhesions. Post-operative patient treatment included CT scan (&) hernia repair with mesh.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an unknown problem. It was reported that after the implant, the patient experienced an unspecified adverse outcome.